Manufacturer narrative:
(B)(4). Photographs of two devices were received for evaluation. Visual inspection of both photographs revealed that the bladders of the devices had ruptured. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that the bladders of two small volume folfusors ruptured during filling. There was no patient involvement. No additional information is available.